Event description:
Customer reported he received the following results on 2 different compact plus meters within 5 minutes: 319 mg/dl (compact plus system 1) and 150 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test strips are not available to return and the lot number is not available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B)(4). Device will not be returned.